Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the localizer for the navigation system had a led for an error illuminated. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis on the returned positioning sensor unit (psu) resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned psu was found to be fully functional when connected to a known good system. A check of the event log did not reveal any adverse events. The psu passed an accuracy test (aak) at .17 mm with a passing threshold of .35 mm. No problem found if information is provided in the future, a supplemental report will be issued.